Manufacturer narrative:
(B)(4). The cause for the reported condition was determined to be kinked tubing because a kinked tubing may lead to an incomplete prime, which is a known cause of this type of alarm. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during drain one. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the tubing was reported to be kinked during priming. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.